Manufacturer narrative:
The system was examined and the reported event(s) were not replicated. However, the company representative observed correlating system messages codes in the event log review. Additionally, it was observed that the reflection on the laser indirect ophthalmoscope (lio) was due to a fingerprint on the output mirror of the lio. The mirror was cleaned to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported ¿rebooting, not accepting cassettes, unable to save parameters¿ cannot be determined conclusively. The root cause of the reported event of the reflection on lio can be attributed to a fingerprint on the output mirror. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the calibration phase the system was rebooting, not accepting cassette, unable to save parameters and there is laser indirect ophthalmoscope (lio) reflection on port two. Additional information has been requested.